Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
A facility reported that an adverse event occurred while using ispan sf6 use. No details were provided about the event, the patient, the outcome, or the product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.